Manufacturer narrative:
The customer's report that the tubing set separated and leaked was confirmed. The primary set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. The set was received separated at the engagement between the silicone segment and lower fitment components. The expected retainer ring at the separated area was not received. The affected components were measured to be within specification(s). Further inspection of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. The cause of the leak was due to the observed separation. The root cause of the separation was not identified.

Event description:
It was reported that the IV tubing set separated and leaked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set separated and leaked. Additional information requested, but was not provided.